Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported an error message occurred. The device was changed out. No other details regarding the nature of this event.